Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr), restricted posterior leaflet, subvalvular apparatus dense with chordae tendineae for a mitraclip procedure. It was noted that the steerable guide catheter (sgc) was difficult to pass the interatrial septum and required atrial balloon septoplasty to facilitate advancement. After the sgc passed the septum, a mitraclip xtw was inserted and positioned on the valve. During pre-deployment establishing final arm angle (efaa), the clip could not hold the lock at 20 degrees and continuously opened to approximately 30 degrees. Per the physician, a prominent chorda tendinea was possibly grasped by the clip, which contributed to tension and the appearance of the clip opening. The grasp was released, the clip was inverted and retracted into the left atrium. Once in the left atrium and free of surrounding structures, efaa was performed again with a satisfactory result. The clip was repositioned and a subsequent grasp was made. Again, the clip could not hold the lock during efaa. The clip was removed. The procedure was discontinued without implanting a clip. The final mr was grade 4. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.